Event description:
Discordant low results for calcium (ca_2) were obtained on an advia 2400 instrument. The results were reported out and the physician(s) questioned the results. The same samples were rerun on an alternate instrument and results in the normal range were obtained. Corrected result reports were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant ca_2 results was a malfunction of the concentrated waste drain pump 1. The fse replaced the pump and cleaned the dilution wash up down lines. The instrument is performing within specifications. Further evaluation of the device is not required.